Event description:
The customer reported that when performed fluoroscopy, intermittently no image would display. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable and interconnect cable were replaced. The system was tested and found to be working as intended and put back into service.